Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via customer service representative regarding patient with unknown indication for spinal surgery. Event is post-op. Patient has had several surgeries last surgery was (B)(6) 2020. Last surgery was revision anterior cervical discectomy c4-c7. Other surgery dates were (B)(6) 2019, (B)(6) 2017, 2014, and 2011. It was reported that patient had swelling and inflammation and it pains. Patient was hospitalized for almost a year. Patient has tested for 28 allergies. Patient has bone stimulator, cadaver was cracked. No further complications reported. Update 2020-oct-13 ;on (B)(6) 2020, patient had 5th cervical spine surgery. All of her fusions have failed . Once again, there were issues with this cervicalspine surgery and may need a 6th one. Patient had undergone testing for autoimmune diseases that could have caused the problems . All the tests came back negative. Patient tested positive for 26 metals. She had allergies to at least several metals. After that, patient went on medtronic¿s website and learned that medtronic uses other metals (titanium alloys or other propriety metals) within the titanium plate and screws. Patient requests for list of all metals that are included in her plate and screws and in medtronics titanium implants. Specific composition or percentages or amounts not required. This way, if she undergo another surgery, they will use a different material.